Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to replace the ICD (model number: 1720, serial: 252054). A new ICD was implanted. The rate sensing portion of the lead was capped and the high voltage portion of the lead was remains active. A new rate sensing lead was implanted.